Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. Customer also states that they experience low blood glucose of 87 mg/dl. The customer was treated with food for low blood glucose. Customer's other blood glucose was 200 mg/dl, 102 mg/dl, 260 mg/dl. Troubleshooting was done for high blood glucose and under delivery and low blood glucose and over delivery. Customer also reported that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 128 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 87 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. The customer declined troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.